Manufacturer narrative:
Most recently, information was received that there is still out-of-range pace and shock impedances with the non-bsc rv lead. The boston scientific technical services consultant recommended bringing the patient for troubleshooting, including looking for the presence of noise. The consultant did not suggest testing at 1.1 joules and 41 joules commanded shocks given the history of this lead. The lead and this device remain actively in service at this time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) in association with the non-boston scientific right ventricular lead did exhibit out-of-range pace impedance. The source of the issue was not known for certain. There were no reported adverse patient effects.

Manufacturer narrative:
The boston scientific local area sales representative stated that a lead revision was pending. However, more than a month has passed and a revision has not yet occurred, per available information.